Event description:
Pt revised for infection.

Manufacturer narrative:
No product was returned. The product code and lot code required to retrieve the device history records for review and search the complaint database were not provided. The investigation could not draw any conclusions about the reported infection based on insufficient product info. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.